Event description:
It was reported that coronary spasm and st segment elevation occurred. A pulse field ablation procedure was performed under general anesthesia using a faradrive steerable sheath and a farapoint catheter. The faradrive sheath was placed and the farapoint catheter was inserted. 250mcg of intravenous nitroglycerin was administered and ablation was delivered via the farapoint catheter to the cavotricuspid isthmus line. A right coronary artery spasm occurred and st segment elevation was observed on all electrocardiagraphy leads. An additional 1mg of intravenous nitroglycerin was given. St segment elevation continued for six (6) minutes. Ablation of the cavotricupsid isthmus line was completed and st segment elevation returned to baseline. The patient fully recovered and was discharged one (1) day post index procedure.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that coronary spasm and st segment elevation occurred. A pulse field ablation procedure was performed under general anesthesia using a faradrive steerable sheath and a farapoint catheter. The faradrive sheath was placed and the farapoint catheter was inserted. 250mcg of intravenous nitroglycerin was administered and ablation was delivered via the farapoint catheter to the cavotricuspid isthmus line. A right coronary artery spasm occurred and st segment elevation was observed on all electrocardiagraphy leads. An additional 1mg of intravenous nitroglycerin was given. St segment elevation continued for six (6) minutes. Ablation of the cavotricupsid isthmus line was completed and st segment elevation returned to baseline. The patient fully recovered and was discharged one (1) day post index procedure. It was further reported the coronary artery spasm was not confirmed via angiography.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation this supplemental report is being submitted with additional information to sections: b5 describe event or problem. H6 patient codes.